Manufacturer narrative:
Correction: a1, b5, d2a, e4. The customer's reported complaint description of probe ceramic tip was fractured and detached was confirmed based on evaluation of the returned complaint sample. The applicator was received with the ceramic tip partially detached from the distal end of the shaft assembly. The ceramic ferrule and center conductor is completely detached. Approximately 3mm of the tip remained attached there are signs of a thermal event occurring. Center conductor detached internal to semi rigid. There are no known manufacturing defects. This failure is the result of a thermal event, root cause of which could not be definitively determined. The reported high reflected power warning message could not be confirmed given the condition of the returned probe complaint sample (tip detached). A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: - inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Updated event description: a territory manager reported an end user experienced an issue when using a solero 19cm applicator. The applicator was tested prior to insertion with no issues. The doctor planned a percutaneous thermal ablation of the liver lesion, 12x17mm, section svii, under CT-guidance using one ablation cycle of 4 minutes at 140 watt. Under sterile conditions and local anesthesia with scandicain 1%, the ablation probe was placed under CT guidance with the patient awake. The correct position was verified using a CT spiral. The short-acting anesthetic was then administered. After 3 minutes and 20 seconds, a high reflective power message appeared. The error could not be resolved, and since he had planned a larger ablation area anyway (40 x 50 mm), he removed the needle. A tract ablation was not possible. Upon withdrawal of the applicator, it was noted that 14 mm of the ceramic tip was missing and remained in the patient. The extracorporeal end of the probe appeared dark and charred. The follow-up scan showed the probe tip remaining intraparenchymally in the patient. The procedure was not completed due to this event. The patient was informed of the issue and may require a follow up ablation procedure. It was recommended the patient undergo a triphasic follow up CT scan (native, arterial, and venous) in 4 weeks at the patient's home. Additional information: the doctor has been using the solero microwave ablation system for years.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a solero 19cm applicator. The applicator was tested prior to insertion with no issues. The doctor performed a percutaneous thermal ablation of the liver using one ablation cycle of 4 minutes at 140 watt. After 3 minutes and 20 seconds, a high reflective power message appeared. The error could not be resolved, and since he had planned a larger ablation area anyway, he removed the needle. A tract ablation was not possible. Upon withdrawal of the applicator, it was noted that 15 mm of the ceramic tip was missing and remained in the patient. The extracorporeal end of the probe appeared dark and charred. The procedure was not completed due to this event. The patient was informed of the issue and may require a follow up ablation procedure. Additional information: the doctor has been using the solero microwave ablation system for years.